Manufacturer narrative:
The customer states that the prefense failed as it had all of the devices it was monitoring go into communication loss for the subnet the device was on. The device was replaced with a spare unit to resolve the issue. Loaner was sent to customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer states that the prefense failed as it had all of the devices it was monitoring go into communication loss for the subnet the device was on.

Manufacturer narrative:
The customer states that the prefense failed as it had all of the devices it was monitoring go into communication loss for the subnet, the device was on. The device was replaced with a spare unit to resolve the issue. Loaner was sent to customer. The unit was evaluated and the reported problem could not be duplicated after two days of extended testing. The unit was returned to the customer with no repairs needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.